Event description:
The physician was performing a sphincteratomy with stone removal using a stone extraction basket. It was reported that when pulling the basket, with a stone entrapped, from the common bile duct, the drive wire of the basket broke and remained in the pt's common bile duct. The detached portion was retrieved using forceps. The procedure was resumed using another MFR's device. The pt was reported to be in stable condition.